Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer's insulin pump was not working. Customer's blood glucose value was unknown. Customer also reported damage to the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify battery problem and no delivery alarm due to blank display. Device had cracked case at display window corner.,